Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous device battery drained faster than expected. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No patient complications have been reported as a result of this event.